Event description:
Procedure performed: unknown. Event description: translation: during the operation, the surgeon realized that the application was malfunctioning: the clips were coming out of the rail and crossing each other or not closing properly. A second device was used to continue the operation. The faulty device is available at the pharmacy for assessment: would you like it back. Intervention: a second device was used to continue the operation. Patient status: no consequence for the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with one gold clip. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of improper clip loading. Based on the condition of the returned unit, it is likely that the reported event was caused by the misshapen top housing, the component which supports the loaded clips in the jaws. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: cholecystectomy event description: translation: during the operation, the surgeon realized that the application was malfunctioning: the clips were coming out of the rail and crossing each other or not closing properly. A second device was used to continue the operation. The faulty device is available at the pharmacy for assessment: would you like it back. Additional information received from applied medical representative via email on 13may25: the clip was being closed over vessel. According to the surgical team yes it was loaded. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No information if it was a scissored clip or misaligned clip. Intervention: a second device was used to continue the operation. Patient status: no consequence for the patient.